Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that blood drooped from the place which was supposed to be insufflation water nozzle occurred due to when the device was used and verified, it was confirmed that fluid flowed into the insufflation channel, and it is therefore presumed that the injury to the device caused the pressure difference between the internal cavity and the external air, which could have flowed into the insufflation channel. The event can be detected and prevented by handling the device in accordance with the following instructions for use: chapter 3, preparation and inspection: warning: suction or insufflation boutons, which are suspected to be abnormal, are not only not functioning normally, but the device may be also damaged or the patient or surgeon may be injured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 05393 (3/5).

Event description:
It was reported that the air/water valve was used in a case with heavy bleeding, thoroughly cleaned with the endoscope reprocessor, and stored. The next day, before a procedure, blood was noticed dripping from the air/water nozzle of the gastrovideoscope. The issue occurred during preparation before use for an unspecified procedure which was completed using another similar device. There were no reports of patient or user harm associated with this event.